Event description:
Surgeon was using the harmonic 1100 shears at the field- the harmonic prompted to open the "jaws" and test outside the patient to proceed with using the device. The surgical tech did the prompt, but nothing happened, and we were unable to proceed using the device. The nurse (me) unplugged and re-plugged the harmonic device in to see if we were prompted something different. The device was then removed from field and replaced with a new harmonic.